Manufacturer narrative:
An investigation was conducted to evaluate the customer issue. A review of the curves showed true growth for the two targets, no abnormalities were observed. The most likely cause for the discrepant results may be due to a sample handling issue. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a. The same sample was retested on a different cobas® liat® system which yielded negative results for all targets. The initial positive result was not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.